Event description:
It was reported the pt hasn't used his scs system in two yrs due to the ipg not holding a charge. It was also reported the doctor wanted to perform an MRI. As a result, the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.